Event description:
The customer reported that the when the ventilator alarmed, the facility remote alarm system did not activate. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. The manufacturer's field service technician verified the reported problem. The customer declined service to correct the reported problem. The ventilator was in use on a patient and there was no patient harm reported.